Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation/infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 42 & 57. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place.

Event description:
It was reported that the customer has an irritation/infection at the insertion site. He consulted a doctor concerning the abscess and was prescribed antibiotics and tincture. Pod wear is about 2 days.